Manufacturer narrative:
(B)(6) 2025 evaluation tech: (B)(6). W4d water sol, iso valve build up/debris debris buildup in the water solenoid, hardened and deteriorated water supply hose, debris buildup in the water filter. Blockage in the handpiece cable causing restricted water flow. Will replace damaged/worn components and recalibrate unit to factory specs upon estimate approval. No handpiece received for evaluation. Hpc: 0423. Hp: n/a. DHR review is not required because the product was returned for evaluation, and the described failure mode is a known hazard.

Manufacturer narrative:
There has been a previous report received where lack of water flow has caused an overheating insert. Since an overheating insert could necessitate medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function, this malfunction would be likely to cause/contribute to a serious injury should it recur. As such, this event meets the criteria for reportability per 21 cfr part 803.

Event description:
While using a cavitron select sps g124, they allege that they have no water flow and the handpiece is heating up; no injury resulted.